Event description:
During a percutaneous renal stone removal procedure, the pin that holds the jaw allegedly broke off. Doctor tried irrigation to flush pin out but was not certain they were successful. A magnified fluoroscopy was conducted and nothing was found in the kidney.